Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient underwent transforaminal lumbar interbody fusion surgery at levels l5-s1 wherein rhbmp-2/acs was implanted. Post-op, the patient experienced progressively worsening low back pain with radiculopathy in his lower extremities. The patient continued to experience constant low back pain with pain and radiculopathy. He experiences numbness in his leg and foot, swelling in his ankle and extreme shooting pain from below his knee. He experienced difficulty standing and walking and requires a cane to assist in ambulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: patient presented with preoperative diagnosis of lumbar spondylosis with a large intraforaminal l5-s1 herniated disk with bone spur and under went following operations right l5-s1 facetectomy tlif with 9 mm opal spacer and rhbmp-2/acs as well as bv-toss and a small amount of autograft. Procedure was performed under conscious selective root emg monitoring. Per operative report "...the disk space was then entered and emptied of further contents with various curets and pituitary rongeurs. When it was felt the disk space was emptied with fluoroscopic control the disk space was template. It was elected to place an 8 mm opal peek spacer. The spacer was filled with an appropriate volume of rhbmp-2/acs. The surfaces of rhbmp-2/acs were then coated with autograft which was morselized from removing the facets. The patient had c-toss which was hydrated, placed over to the left side. The spacer then with x-ray control was placed. Additional v-toss was placed to the right side.the patient ws sent to the post anesthetic recovery room without known complication." Products from synsthes spine and orthovita were used in this surgery. On (B)(6) 2008: patient was discharged. As per discharge summary postoperatively in recovery room he started to have some respiratory decompensation and respiratory failure for which he was admitted to intensive care unit. There he was found to have renal insufficiency. Renal consultation, pulmonary consultation and cardiology consultation was all obtained. Eventually he was intubated and on a respiratory and slowly then weaned. He has the same foot drop that he had prior to surgery and weakness in his right leg. Patient also had decrease in mental status with confusion. On (B)(6) 2008: patient was admitted. Reason for admission: status post lumbar laminectomy followed by complex hospital course leading to deconditioning. X-rays revealed bilateral hilar infiltrates went into metabolic acidosis, hyperkalemia, and received IV antibiotics. Patient still complains of significant pain in right ankle and foot. He is continent of bowel and bladder. He received right afo.on (B)(6) 2008: patient was discharged. Discharge diagnosis: deconditioning status post l5-s1 facetectomy and fusion for spondylosis and large l5-s1 herniated disk on (B)(6) 2008 right lower extremity weakness with right foot drop secondary to l5-s1 radiculopathy. Hypoxic encephalopathy, improving acute respiratory failure and hypoxia, resolved acute renal failure, resolved gerd hypertension. On (B)(6) 2008: patient underwent emg and nerve conduction study. Electro diagnostic studies were compatible with bilateral l4,l5 and s1 radiculopathy much more severe on the right than left. On (B)(6) 2008: patient presented with chief complaint of pain in lower back radiating to right leg. Patient has some tingling in his thighs, lower legs and sole of right foot. Patient had emg and nerve conduction study done which show severe right l5-s1 radiculopathy and lesser degree on the left side. MRI done on (B)(6) 2008 showed a large left lateral disc herniation at s2-s3 and increase in left foraminal stenosis. Impression: status post cervical fusion in 1979 and 1984. Status post l5-s1 for spondylosis and herniated disc in (B)(6) 2008 dyslipidemia hypertension gerd right lower extremity weakness and pain secondary to l5-s1 radiculopathy. On (B)(6) 2008: patient underwent MRI scan of lumbar spine without contrast due to radiculopathy. Impression: post surgical changes of the l5-s1 disc. Ferromagnetic artifact obscures the right neural foramen at this level. Interval worsening of a left lateral disc herniation at l2-3 with severe encroachment on left neural foramen no significant change in degenerative disc changes at l4-5 and l3-4. Patient underwent x-ray of lumbosacral spine. Impression: post surgical changes of the l5-s1 disc. Degenerative disc change at all other levels of the lumbar spine. On (B)(6) 2008: patient presented for office visit and complaint of pain in low back radiating to bilateral buttocks. Patient complained of pain after sitting or walking in his low back radiating to bilateral buttocks. Patient has numbness in his right foot. After undergoing right l5-s1 facetectomy for lumbar spondylosis and l5-s1 herniated disc on (B)(6) 2008, his pain in right leg has improved but still has lot of pain in low back radiating to bilateral buttocks. Radiographic images showed severe right l5-s1 neuro foraminal stenosis resulting primarily from osteophytes arising from the end plate. Right l5-s1 unilateral posterior inter body fusion. There is a pseudoarthrosis of the inter body fusion and evidence of loosening of right l5 pedicle screw. Impression: status post cervical fusion in 1979 and 1984. Status post l5-s1 for spondylosis and herniated disc in (B)(6) 2008 dyslipidemia hypertension gerd right lower extremity weakness and pain secondary to l5-s1 radiculopathy. On (B)(6) 2008, (B)(6) 2009: patient presented with pain in lower back radiating to the lateral buttocks and right lower extremity. Difficulty with toe walking on right side. Functionally, he is able to stand and ambulate independently without device and with a good balance. Unable to walk long distances due to back and leg pain. Impression: status post cervical fusion in 1979 and 1984. Status post l5-s1 for spondylosis and herniated disc in (B)(6) 2008 dyslipidemia hypertension gerd right lower extremity weakness and pain secondary to l5-s1 radiculopathy. On (B)(6) 2009: patient underwent pulmonary function test report. Conclusion: pulmonary function studies are suggestive of moderate to severe degree of obstructive type of airway disease showing no significant improvement following bronchodilators associated with severe impairment of maximum voluntary ventilation. Carbon monoxide diffusion capacity is severely impaired. On (B)(6) 2010: patient underwent pulmonary function test. Conclusion: pulmonary function studies are suggestive of severe degree of ob structive type of airway disease showing slight improvement in fev-1 following bronchodilators associated with severe impairment of maximum voluntary ventilation. Carbon monoxide diffusion capacity is moderately impaired. On (B)(6) 2010: patient underwent x-ray of chest due to history of cough and dyspnea. Impression: infiltrate is seen in both lower lobes, consistent with pneumonia. On (B)(6) 2010: patient underwent x-ray of chest due to history of pneumonia. Impression: interval resolution of basilar pneumonia. There are minimal residual scarring changes of the lung bases. On (B)(6) 2010: patient underwent x-ray of chest due to history of cough and dyspnea. Impression: trace scarring changes of the lung bases. No acute cardiopulmonary process seen. On (B)(6) 2010: patient underwent x-ray of lumbar spine due to back pain. Impression: mild to moderate degenerative changes of the lumbar spine. No fracture or significant bony misalignment seen. Right sided l5-s1 fusion changes are notes. Orthopedic hardware appears intact. On (B)(6) 2010: patient underwent x-ray of hip due to right hip pain radiating to right femur. Impression: no fracture or significant d egenerative changes identified about the right hip. On (B)(6) 2010: patient underwent x-ray of hip due to hip pain. Impression: no radiographic evidence of bone or joint disease of right hip. Patient underwent x-ray of lumbosacral spine due to back pain. Impression: evidence of prior discectomy at the l5-s1 level with pedicle screws placed on the right. Scoliosis of the lumbar spine. Degenerative disc disease and spondylitic changes. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014: patient presented for office visit due to low back pain and right leg pain. Unable to walk long distances due to back and leg pain. Slight weakness on his right ankle and difficulty with right toe walking. Difficulty with balancing on right foot. Impression: back and right leg pain status post l5-s1 for spondylosis and herniated disc in (B)(6) 2008 dyslipidemia hypertension gerd right lower extremity weakness and pain secondary to l5-s1 radiculopathy status post cervical fusion in 1979 and 1984. On (B)(6) 2011: patient underwent x-ray of lumbosacral spine. Impression: multilevel degenerative disc changes. Surgical changes at l5-s1. On (B)(6) 2011: patient underwent MRI scan of lumbar spine with and without contrast. Impression: postoperative changes at l5-s1. Right paracentral disc herniation disc herniation at l3-l3 which is left lateral in location. Degenerative disc changes at l4-l5, l3-l4 and l1-l2 without significant disc bulges or herniation. Patient underwent pulmonary function study. Impression: essentially no change in mechanics or in volumes since 2010 test- mild airways obstruction with a "trend" to hyperinflation. On (B)(6) 2011: patient underwent x-ray of pelvis due to right pelvic pain after fall. Impression: no fracture about the bony pelvis or proximal femora. Postoperative changes of l5-s1 posterior spinal fusion on the right with presence of pedicle screws and rod. Patient underwent x-ray of hip due to right hip pain after fall. Impression: no evidence of fracture or significant degenerative changes about the right hip. On (B)(6) 2011: patient underwent cytology test due to right pelvic pain after fall. Diagnosis: voided urine sample for cytology. Mixed inflammatory cells and benign epithelium, no evidence of malignancy. On (B)(6) 2011: patient underwent x-ray of chest due to copd and cough. Impression: evidence of obstructive airways disease with clear lungs. On (B)(6) 2013: patient presented with chief complaint of lumbar spine pain which starts in lower back and radiates down right leg. Pain is severe along the lateral side of the calf, ankle to big toe. Pain is shooting stabbing pain. Patient also experiencing numbness and tingling. Assessment: non union l5-s1 fusion, severe foraminal stenosis l5-s1 causing right sciatica. Review of system is positive for paresthesia, shortness of breath, chest pain, palpations, breathing problems, frequent urination. On (B)(6) 2013. Patient called. On (B)(6) 2013: patient presented with preoperative diagnosis of removal of benign lesion of the neck, 2.0 cm in size and removal of benign lesion of the neck, 3.0 cm in size. Patient tolerated the procedure well. Findings: infected epidermoid cyst. On (B)(6) 2014: patient underwent x-ray of chest due to history of productive cough, formal smoker and recent pneumonia. Impression: no focal airspace opacity or other acute abnormality identified. Patient underwent myocardial perfusion imaging: rest and lexiscan stress tetrofosmin due to history of chest pain. Impression: normal myocardial perfusion study no scintigraphic evidence of myocardial ischemia left ventricular ejection fraction of 74% poststress. Normal left ventricular wall motion. Patient underwent stress test due to chest pain. Impression: development of chest pain a with lexiscan infusion which is a non specific finding. Normal EKG at baseline and peak hyperemia nuclear images are pending and will be reported separately. On (B)(6) 2014: patient presented for office visit with chief complaint of lumbar back pain. Patient underwent x-ray of lumbosacral spine due to pain after a fall. Impression: orthopedic hardware degenerate changes again noted without acute abnormality. On (B)(6) 2014: patient presented for follow up of back pain. Patient fell down in a restaurant when the booth he was sitting in collapsed on (B)(6) 2014. Psychologically, patient is feeling down, depressed or hopeless with little interest or pleasure in doing things. Assessment: acute sciatica, spinal stenosis, lumbar region, failure of spinal fusion. On (B)(6) 2014: patient presented for follow up of back pain. Current diagnosis: low back pain, non union, residual spinal stenosis at the proximal level. Assessment: spinal stenosis, lumbar region failure of spinal fusion. On unknown date, patient underwent "stress spect sestamibi study", left ventricular wall motion study, left ventricular ejection fraction calculation. Impression: no scintigraphic evidence of stress induced ischemia or wall motion abnormality left ventricular ejection fraction is 66% which is within normal limits. Stress myocardial perfusion imaging has a known 10% -15% false negative rate and a small (5% -10%) false positive rate.